Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited alarm code 44509.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. An error code "44509" alarm message is found in the device information folder. Defective microprocessor unit board was replaced. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Additional information was received indicating the event was (B)(6) 2021. Patient information was provided and updated in the report. Lastly, it was noted that the reported error came on upon turning on the pump. The pump was replaced.